Manufacturer narrative:
The expiration date will be provided in a follow-up report. The manufacture date will be provided in a follow-up report. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The clinician reported that after bypass was terminated and during tear-down of the circuit, the arterial outlet port of the bmr reservoir bag broke. This occurred after bypass. There was no patient involvement. The bmr arterial outlet port connector was not returned to sorin group (B)(4) for evaluation. (B)(4) indicated that the connector was no longer available for testing. Sorin group (B)(4) stated that without the physical device, the cause of the breakage could not be determined. No further action is deemed necessary.

Event description:
The clinician reported that after bypass was terminated and during tear-down of the circuit, the arterial outlet port of the bmr reservoir bag broke. This occurred after bypass. There was no patient involvement.